Manufacturer narrative:
During use, the saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured. There was no patient injury. The saber balloon was replaced with a competitor's balloon. A cross-over approach was made from the right-femoral artery with a competitor's 6f 45cm guiding catheter. A competitor's guidewire crossed the lesion. A saber pta was flushed as per the instruction for use (IFU). The saber pta was inserted and attempted inflate. However, it ruptured within its nominal pressure and removed from the patient body. Therefore, it was replaced with a same sized new balloon catheter (non cordis) and the procedure was completed. The lesion was the left superficial femoral artery. The lesion was 12 cm calcification and near the popliteal artery. It seems that the saber pta was hit by the calcification and it ruptured. The device was discarded in the hospital therefore will not be returned for analysis. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how diameter increases as pressure increases balloon. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, the saber percutaneous transluminal angioplasty (pta) balloon catheter rupture. There was no patient injury. The saber balloon was replaced with a competitor's balloon. A cross-over approach was made from the right-femoral artery with a competitor's 6f 45cm guiding catheter. A competitor's guidewire crossed the lesion. A saber pta was flushed as per the instruction for use (IFU). The saber pta was inserted and attempted inflate. However it ruptured within its nominal pressure and removed from the patient body. Therefore it was replaced with a same sized new balloon catheter (non cordis) and the procedure was completed. The lesion was the left superficial femoral artery. The lesion was 12 cm calcification and near the popliteal artery. It seems that the saber pta was hit by the calcification and it ruptured. The device was discarded in the hospital. The patient had no infectious disease.